Manufacturer narrative:
Of the 6 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to dim/fading color spectrum and moisture ingress. During investigation for unrelated complaints, there were 12 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 6</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-50 years of age and between 112 and 155 pounds. Of the reported patients, 3 were male, 3 were female.